Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The patient was revised to address high metal levels. Took out asr cup and head. Doi: (B)(6) 2006. Dor: (B)(6) 2018. Right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. This hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> previous investigations that have included manufacturing record evaluations (mre) since the asr platform was launched have shown no indication of deviations or anomalies with regard to material, manufacturing or inspection. H10 additional narrative: added: a2 (date of birth), b5, b6, b7, d4 (expiration date), d10 and h6 (clinical codes) h6 health effect - clinical code: appropriate term / code not available (e2402) used to capture the blood heavy metal increased and bone injury. Corrected: a1, a4, g1 and h6 (impact code).

Event description:
After review of medical record, patient was revised to address mechanical complication of right hip replacement. Patient experienced pain, elevated metal ion and MRI scan showing fluid collection. Radiographs stated with some radiolucent line on the acetabular component. Revision notes stated that upon entering the hip joint, further fluid was encountered as well as metallic-stained tissue and debris. A thorough wide synovectomy was performed to remove any metal-stained tissue. The external rotator repair, although scarred, was intact. The trunnion had evidence of trunnionitis, but no obvious damage. There was minimal bone loss. Removed cup, head, and sleeve. Surgical pathology report stated that synovial tissue with dense fibrosis, foreign body material, and associated histiocytes with fibrinoid debris.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.